Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that a part of the top clear reservoir lip ring had broken off. Customer's blood glucose value was 190 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Device passed the displacement test and insulin pump received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.